Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the cutline and staple line equal in length? Yes. How was the device removed from the tissue? The surgeon could open the jaw of the device after three attempts. Did the device fully fire and then lock? No. Or, did the device lock after the device was partially fired (device started to staple and cut the tissue, but could not be completed)? Yes. Or, did the device lock before any staples or a cut line were delivered?

Event description:
It was reported that during a gastroplasty procedure, the device locked during the procedure. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m53822. The analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload present. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.